Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. The physician was ablating the left pulmonary vein and a cardiac tamponade occurred. The physician removed 1 liter of blood out of the pericardium. The procedure was aborted. There is no further information about the hospitalization. Patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode at 30 degrees celsius max. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent a procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The physician was ablating the left pulmonary vein and a cardiac tamponade occurred. The physician removed 1 liter of blood out of the pericardium. The procedure was aborted. There is no further information about the hospitalization. Patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and a dome holes were found occluded with reddish brown material; however during a second visual inspection in the course of the analysis the occlusions were not observed. It might have gotten lost during the decontamination process which was performed previous to the analysis of the catheter. Per the event reported, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.